Manufacturer narrative:
Tandem technical support reviewed pump data and the pump was found to be functioning properly. Customer acknowledged that the timed settings need to be saved after changing them and that pump does not record the change if it was not saved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, the pump time was incorrect. A pump system check could not be performed with tandem technical support (cts) as contact did not have pump at the time of the report. Contact could not recall if the customer¿s blood glucose was impacted.